Manufacturer narrative:
Date rec'd by MFR: 19mar2019. MFR site correction. Device evaluated by MFR, patient and device codes. The manufacturer's field service engineer (fse) performed troubleshooting and determined the battery needed to be replaced. The fse replaced the battery and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 13may2019. The v680 is an exported device and not available for commercial distribution in the united states. This is not reportable to FDA and was submitted in error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01march2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit's battery failed to charge and the unit declared an error 1124 (battery failure). There was no patient involvement. Event date not specified; estimate used.